Event description:
During a prerectal resection procedure, the tissue pad was burned and it would peel off when the instrument was used several minutes. A like device was used to complete the case. There was no patient consequence.